Event description:
It was reported to covidien on 09/15/2010, that a customer had an issue with radiofrequency generator. The customer reports that a patient, one day post procedure, had a large burn and blistering on the left limb. Upon unwrapping her left limb, the doctor found an approx 6 cm x 6 cm full thickness skin burn with blisters. The patient returned 2 weeks later, and the doctor referred her to see a plastic surgeon for surgery.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.